Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. The cause was unknown. Bg level was corrected with a bolus via the pump. The customer continued to use the pump for insulin therapy.